Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels; however a specific bg value was not provided. Customer is being monitored until bg levels stabilize. System check with tandem technical support confirmed no insulin was seen until 8 units had been delivered during the filling process. Customer was due to be released the day of the reported event.

Manufacturer narrative:
Contact did not observe any insulin in the patient tubing line prior to beginning fill tubing process.